Manufacturer narrative:
Concomitant products: product ID 97754, serial # (B)(4), product type recharger; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
The consumer reported shocking that occurred for the first time on the day of the report. When the patient felt it, she was sitting in a car. It was later noted it happened a lot when the patient was sitting in a car. The issue was not related to positional movement and there were no traumas or falls that could have been related to this issue. No medical tests or electromagnetic interference from the environment occurred. There were light zaps at or near the implantable neurostimulator (ins) site that gradually and increasingly became stronger kind of like labor contractions. They became so strong, that the patient felt like her insides were being electrocuted. The patient turned the stimulation off, and the sensation resolved. It was noted the ins did protrude and had gotten caught on her underwear or pants a few times and it got bumped. When the device was checked with the patient programmer it was found to be on. After the stimulation was turned off, the sensation resolved. There was a sudden change in symptoms of headache up the back of the neck, burning sensation, and achy leg and hip. There was also a return in back pain because she had to turn the stimulation off. Later, it was reported the patient had an appointment on (B)(6) 2015 where the managing physician was notified of the issue and the manufacturer's representative (rep) was present. No steps were taken to resolve the issue. The rep ran a check on the device, and it came out ok. The patient stated it must have been something else she was dealing with. Relevant medical history included spinal pain.